Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) pacing impedance measurements exhibited decreased pacing impedance measurements due to suspected insulation damage. Following the decrease in impedance measurements, an upward trajectory in measurements was observed. An x-ray identified that some of the lead has looped up into outflow tract. A boston scientific technical services consultant documented the clinical observations. The lead remains in service and a revision procedure will occur in the future. No adverse patient effects were reported. It was reported that this lead was subsequently explanted and replaced. Review of the stored remote monitoring data identified decreased pacing impedance measurements and increased threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased pacing impedance measurements due to suspected insulation damage. Following the decrease in impedance measurements, an upward trajectory in measurements was observed. An x-ray identified that some of the lead had looped up into the outflow tract. A boston scientific technical services consultant documented and discussed the clinical observations. A subsequent revision procedure was performed, and this lead was explanted and replaced. Review of the stored remote monitoring data identified elevated threshold measurements in addition to the previously reported observations. No additional adverse patient effects were reported. It was reported that this lead was subsequently explanted and replaced. Review of the stored remote monitoring data identified decreased pacing impedance measurements and increased threshold measurements. No additional adverse patient effects were reported.